Manufacturer narrative:
The rotor, drive shaft and spindle housing were worn and damaged.

Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. Another device was used to complete the procedure, no adverse event was reported.